Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estmated. The location of the reported device was not provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 4.0x38mm multi-link stent delivery system, the stent became stuck in the yellow protective sheath. There was no patient involvement. There was no additional information provided.